Event description:
It was reported that the physician could not interrogate the device due to a warning that there had been a device reset. The physician retried ending the session but was unable to reset the device. It was also reported that the device had tripped elective replacement indicator (eri) and had high battery impedance. The device is being scheduled to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Event description:
It was reported that the physician could not interrogate the device due to a warning that there had been a device reset. The physician retried ending the session but was unable to reset the device. It was also reported that the device had tripped elective replacement indicator (eri) and had high battery impedance. The device has been explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary for: (B)(4)- the device was returned, analyzed and analysis of the device revealed normal battery depletion. It was noted that the no output and no telemetry conditions were the result of battery depletion.